Manufacturer narrative:
Concomitant medical products: product ID 37791, serial# unknown, product type: recharger; product ID 97740, serial# (B)(4), product type: programmer, patient; product ID 97754, serial# (B)(4), product type: recharger; product ID 97792, lot# n452204, implanted: (B)(6) 2014, product type: accessory; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead; product ID 97754, serial# (B)(4), product type: recharger. (B)(4).

Event description:
It was reported that there was a coupling problem. It was stated that it seemed ¿like the battery has lost the charge in the unit inside [the patient].¿ it was noted that when using the patient programmer (pp) there was no response. It was stated that the patient would charge ¿every sunday, and the week before last sunday, it seemed like it was charging and it would just turn right off like the battery inside of [the patient] was fully charged.¿ it was noted that the patient would turn the stimulation off at night. It was stated that when the patient had attempted to turn the stimulation on in the morning ¿a couple of days ago,¿ the stimulation would not turn on. It was stated that the patient had 2 coupling boxes filled in. It was noted that after the antenna dial was turned, the patient had 0 coupling boxes. It was noted that after performing an antenna locate (al), a value of 30 was received, with it having gotten as high as 32. It was noted that there were still 0 coupling boxes filled in. Additional information received reported that the recharger antenna was damaged. C500, the device was not returned. Additional information received reported that it was noted that after having received a new antenna, there were still 0 coupling boxes. It was noted that the patient had an appointment with a healthcare provider (hcp) set for a week from the date of this report.